Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed testing with retain vial of lot db259a1 and various d-positive. D-negative and weak d-positive samples. All results were satisfactory.